Event description:
Site was running a correlation study and said some of the suspect device results were off. Device results were 1.8, 2.3, 3.6, 2.6, 2.5 inr. Corresponding lab inrs were 1.9, 1.9, 2.4, 2.6, 1.9. Controls were in range. No treatment to pts due to correlation study only.